Event description:
On (B)(6) an amazon customer commented that the product was inaccurate.: customer performed both tests days apart. The last test was done with different brands in the morning and in the afternoon, and it was clearly positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc following by reporter's consent.